Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had activated a new pod around 9:30 the previous night on the left arm, then observed rising blood glucose levels that reached approximately 20 mmol/l (360 mg/dl). The patient determined the pod was not working and deactivated the pod approximately 1 to 1.5 hours later. Upon removal there was significant bleeding on the arm and insulin was leaking, suggesting the cannula did not insert correctly. The patient was able to resume treatment.